Event description:
Note: this report pertains to the first of two devices used during the procedure. Refer to mfg report # 300509980320085983. Boston scientific was informed that during a procedure (event date unknown) using a resolution clip device, the clip did not deploy. The procedure was completed with another resolution clip device without any patient complications. The patient's condition was reported as "fine."

Manufacturer narrative:
According to the complainant, the device has been disposed and is not available for return. The device evaluation cannot be performed; the cause of the reported malfunction is undetermined.